Event description:
Customer reported the panorama central station displayed an orange screen, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system. Corrections included cleaning the system's error logs, reseating the patch cables and switch, and rebooting. System was safety tested to factory's specifications.